Event description:
Report (B) (4) was received from the FDA indicating that a customer experienced a malfunction while using a medtronic foot plate. No other info was available. On f/u, it was noted that during a craniotomy a piece of the foot plate broke off. The detached portion was quickly recovered and the procedure was completed with a back-up attachment. It was confirmed that there was no pt impact. The device was not retained and the serial number was not documented.

Manufacturer narrative:
The device was not available for eval. We were notified of this event via FDA report # (B) (4). No additional info was available on f/u but it was confirmed that there was no pt impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."